Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received excessive no delivery alarms and was not able to clear with all remedies. Customer's blood glucose was 325 mg/dl. After troubleshooting, caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms were noted during testing. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The pump had minor scratches on the lcd window.